Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was being used as an accessory device for the endovascular treatment of a type ia endoleak on a previously implanted non-mdt stent graft it was reported approximately 5 months post index procedure, the patient experienced cardiac arrhythmia. The event was treated with medication and the patient recovered with treatment. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.